Event description:
"It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. The suture was noted to be cut from the needle. Upon analysis of the sample it was noted that the suture was broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. It was noted that the suture broken.